Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(4) batch: 7132875/7133093.

Event description:
It was reported that the patient had an infection at the ipg pocket and midline incision site. Symptoms of pain and discomfort were noted. The physician confirmed that the infection was caused by the patients plaque psoriasis. The patient underwent an explant procedure and was prescribed with antibiotics. All device components were removed and kept by the medical facility.